Event description:
During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. After the procedure, it was reported that microbubbles were noted when the sheath was removed. Flushing was performed by controlling the hemostasis valve on the part of the physician, and flushing was able to be performed without pulling it from the valve, so the procedure was completed with the original device. No patient complications were reported. The sheath is not expected to be returned since it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.